Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal pieces of the cotton and tampon would come out. Consumer experienced infection, discomfort, leakage and stomach aches. Medical was seen and antibiotics were prescribed.